Event description:
Additional information was received that the patient had a short ascending aorta that caused the valve to dislodge. The deployment s tarting point was at the bottom of the pigtail catheter, and the valve dislodged ventricular. After valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 10 millimeters' (mm).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a transesophageal echocardiogram (tee) was performed to confirm valve sizing. Upon fluoroscopic inspection of the valve load, no issues were observed. During the attempted implant, the valve was deployed multiple times without success and was recaptured following each deployment attempt. Upon the third deployment attempt, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm) and more than a "diamond" on the inner curve; therefore, the valve was recaptured. Following the third recapture, the non-medtronic guidewire was switched to a different non-medtronic guidewire through the delivery catheter system (dcs). Upon 80% deployment of the fourth and fifth deployment attempts, the implant depth was 4 mm on the ncc and 4 mm on the left coronary cusp (lcc). Upon pulling the non-medtronic guidewire back to deploy the valve, the valve dislodged to over a "diamond" on both sides. Subsequently, the system was withdrawn from the patient, and 26 mm non-medtronic transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event.